Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion of the foley catheter during the operation, drainage was not possible. After removal, it was confirmed that the tip was blocked and drainage was not possible.

Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 11881143 was initiated to address the reported event. Received (5) photo samples. The first photo sample shows an overview of the catheter. The second photo shows the zooms in of the blockage point present at drainage lumen. The third photo shows the catheter with deflated balloon. The fourth photo shows the inflation valve with cap. The fifth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (with original packaging), used silicone foley. Visual inspection of the sample noted using the (in house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and inflated with no difficulty. Ballon concentricity okay equals 60 to 40. Attempt to flush the drainage funnel and blockage was observed. This specific complaint allegation was part of a broader investigation captured in CAPA 11881143. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion of the foley catheter during the operation, drainage was not possible. After removal, it was confirmed that the tip was blocked and drainage was not possible.